Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse decontaminated the wash, diluent and substrate then ran the quality control. The fsh was still low. The fse found that the main arm pipette position was not aligned with the center of the trough. He aligned the arm. All results were within the acceptable range. The aia-2000 instrument is operational and no further action is required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There was one similar complaints identified during the searched period. The aia-2000 operator's manual under section 6.5.5 loading calibrator is as follows: 6.5.5 loading calibrator . Calibrators and controls are dispensed into the sample cups using pipette tips in volumes consisting of the work list volume plus dead-volume and placed in the sample rack positions specified in the work list. The most probable cause for control recovery on the fsh was the main arm pipette position at the dilution well needed adjustment.

Event description:
On (B)(6) 2017, a customer reported the fsh (follicle stimulating hormone) was low, but in range on the aia-2000 instrument. The customer also stated that quality control was up and down. She hasn't performed a precision. Technical support specialist (tss) ordered a mac control and sent it to the customer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of quality control results for the fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.